Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had displayed an error message - error 3. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 5am on (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and stated that they consumed less food and/or drink at 5am in response to the alleged product issue. The patient denied experiencing any symptoms as a result of the alleged product issue but stated that they self-treated by taking an unspecified dosage of humalog insulin at 5am the same morning. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting, the cca walked the patient through a re-test but was unable to resolve the issue. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.